Event description:
It was reported that the patient stated: " I'm getting shocked all the time, started a couple of weeks ago, everything I touch the tv, the counter top, the phone, I get a shock." The patient stated it was "like electricity". It only occurs in the fingertips on the right hand. The patient also stated "it's annoying". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t implantable pacing lead competitor1999-(B)(6); (B)(4).